Event description:
The stent/balloon catheter was placed for a threatened closure in the lad vessel of a pt. The balloon was inflated for the recommended pressure and time to deploy the stent. The balloon was then deflated. Upon withdrawal, the stent came back with the balloon and was lost in the lad vessel. Attempts to retrieve the stent were unsuccessful. The pt was taken to or at which time the stent was removed.